Event description:
Patient reported unknown side lumps/knots on the top of the implant, muscle diseases, and breast implants are a part of the recall. Patient additionally reported "diagnosed with 2 "autoimmune disorders" and she also have swollen lymph nodes with cold and flu symptoms". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is "swollen lymph nodes."